Event description:
It was reported, that "the trach cuff failed to stay inflated after insertion." Note: cuff was checked prior to insertion and was found to be acceptable. The involved device has not been returned as of the date on this report.